Event description:
It was reported by service report that the brakes were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake/steer linkage blocked due to pillow stuck under bed.